Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. No ramping numbers noted on the display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 10.8 mmol/l. Troubleshooting was performed. The device was returned for analysis.